Event description:
It was reported that a balloon rupture occurred. A 10/3.0 flextome¿ cutting balloon¿ was selected to treat the target lesion. During a percutaneous coronary intervention, the device was inflated at 2 atm on the 1st and 2nd inflation. On the 3rd inflation, it was noted that the balloon had ruptured at 4 atm after 90 seconds. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. After the device was soaked, positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon material. The balloon tear extended from the proximal end of the distal markerband for a distance of 6 mm proximally. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at several locations along its length. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.0 flextome¿ cutting balloon¿ was selected to treat the target lesion. During a percutaneous coronary intervention, the device was inflated at 2 atm on the 1st and 2nd inflation. On the 3rd inflation, it was noted that the balloon had ruptured at 4 atm after 90 seconds. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.